Manufacturer narrative:
After the initial report it was determined that this report was a duplicate of a previously reported event under MDR number 3010536692-2018-0057. Please void the initial report.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient revised after liner became dislodged and head started wearing on cup. A 62mm cup was revised.